Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
In reporting a revision of patient's right femur on (B)(6) 2018, the rep reported that the patient had had a previous revision in 2011